Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the surgical site. On (B)(6) 2016, the recipient was treated with ciprofloxacin. On (B)(6) 2016, the recipient presented with a skin flap infection and electrode extrusion. The recipient was treated with ciprofloxacin and local ointment for 10 days, however, the issue did not resolve. The recipient was recommended non-use of the device for 30 days. The recipient was hospitalized for 10 days. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.